Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing a post-auricular wound infection at the implant site. The recipient experienced bleeding from the granulation tissue inferior portion of the wound, which improved over a few weeks. The recipient then presented with liquefied fat from the same area. On (B)(6) 2017, the recipient underwent debridement and was prescribed antibiotics for 10 days. The recipient was also prescribed hyperbaric oxygen therapy, which has yet to be scheduled. The recipient is currently being treated.

Manufacturer narrative:
The recipient reportedly continues to experience liquefied fat leaking from the implant site.

Manufacturer narrative:
The recipient's device was reportedly activated. The recipient received hyperbaric oxygen therapy for the wound. The recipient's wound is healed, however the site remains red.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well. The recipient's wound is completely healed. The recipient remains implanted. This is the final report.